Event description:
The recipient's device will reportedly be explanted to undergo an MRI for medical reasons unrelated to the device. Explant surgery is scheduled.

Manufacturer narrative:
Correction: section h.4. Additional information: sections b.3, d.6b, & d.9. The recipient's device was reportedly explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover and scratches on the bottom cover, as well as a severed electrode. These are believe to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.